Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp fluid path 250 ml intravia container had broke at the connection to the tubing and a small plastic piece from the bag was stuck into the intravenous tubing. This issue occurred while connecting normal saline flush to the tubing to flush chemotherapy medication through the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.